Manufacturer narrative:
According to the circuit technical documentation, the connection that was complained to have disconnected is done by the customer. No physical investigation on the complained connection could be done since the device was not returned. Review of the livanova complaint database did not identify any other similar complaint relevant to the same circuit item code thus excluding a systematic issue. Based on the available information, an overpressure condition at the oxygenator outlet, or a deviation in the chemical characteristics of the tubing or a not proper connection made by the customer are the most probable root causes. Since no device malfunction could be confirmed and the risk is in the acceptable region, no corrective action is deemed necessary. Livanova will keep monitoring the market for similar events.

Event description:
See intial report.

Manufacturer narrative:
No patient information has been provided. Lot of the complained device was not provided. UDI and expiry date are unknown. Lot of the complained device was not provided. Manufacturing date is unknown. Livanova USA inc manufactures the complained circuit. The incident occurred in (B)(6), united states. Device availability was not clarified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc has received a report that, during a bypass, the arterial line came off form the oxygenator. The pump was off for a minute. The procedure was completed with no issue. According to information from customer, connection was not secured with tie band. On the same date, livanova was informed that a similar event has also occurred few months before and medical team never informed livanova before. There is no report of any patient injury.